Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. No lot release records were reviewed because no product lot number was reported.

Event description:
It was reported that the patient had to be hospitalized. There was no further information regarding the hospitalization or to the patient's treatment.